Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: >7.5, lab: 3.0. Patient's therapeutic range: unknown. Improper capillary tubes are being used; nurse is milking finger after finger stick.

Manufacturer narrative:
Investigation pending.